Event description:
Two incidents of product failure: 1) while in use, catheter began to leak. Leak occurred in cannula not hub. 2) while in use, the hub cracked. Dept contacted MFR. They have not been responsive.